Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pulse generator change out procedure. The procedure notes indicated that the atrial lead exhibited high capture threshold and low lead impedance anomalies. The lead was then capped and replaced on (B)(6) 2019. There were no reported patient symptoms and the patient remained in stable condition post procedure.